Manufacturer narrative:
Investigation review of previous reports the investigator searched the historical complaint database to identify any similar issues. Since (B)(6) 2016, no similar complaints have been recorded. There is no CAPA nor non-conformity on vitek ms linked with customers' reported issue. Fine tuning the monitoring of the fine tuning status with vilink alert tool is useful only if all mandatory fine tuning criteria have been met. In this case, fine tuning done previously did not meet all criteria. Spot preparation quality the customer¿s spot preparation quality seemed to be acceptable. The calibrator and sample ¿all peaks¿ values were homogeneous. Kb review the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis according to data provided, the low discrimination result was obtained from the spectra having a low identification score (-0.33) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0,4). By reprocessing the customer data with next vitek ms kb v3.3 (under development), spectra led to a no identification. Reprocessing the customer data with an additional version, saramis v4.16 (ruo superspectra), spectra again led to a no identification. Considering the information listed above, the misidentification as vibrio fluvialis could be linked to a system limitation (species not present in the vitek ms kb v3.2). However, it cannot be proven because customer was not able to send the strain for doing further investigation. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924 - a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ based on these findings, the most probable cause of the misidentification was a system limitation (species not present in the vitek ms kb v3.2). However, it cannot be proven because customer was not able to send the strain for further investigation. Consequently, the cause of the issue was determined as unknown. Corrective or preventive actions no CAPA is needed. Local customer service reminded the customer to perform fine tuning using the fine tuning procedure included in the vitek ms service manual.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a low discrimination result between streptococcus equi spp zooepidemicus and streptococcus equi spp ruminatorum instead of a gram negative bacilli strain while testing a patient strain using the vitek® ms instrument (reference # 410895, serial # (B)(4)). The customer performed a tsi test which aims to determine the ability of an microorganism to ferment glucose, lactose, and sucrose. This test showed that the bacteria was a glucose non fermenter gram negative microorganism. The customer then completed an identification with the vitek® ms system. A low discrimination between streptococcus equi spp zooepidemicus and streptococcus equi spp ruminatorum (gram positive bacteria) was identified by the system. This result is not consistent with the tsi test results: a glucose non fermenter gram negative microorganism. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.